Event description:
Customer reported the infusion set leaked insulin during use. The leak originated under the adhesive pad after the product had been used for approximately 2 days. His blood glucose elevated to 400 mg/dl, and his target range is 80-120 mg/dl. He changed the infusion set and delivered insulin via the infusion device. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.